Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-05258. No device was returned. The OEM performed a device history record review and no abnormality was found. The OEM completed the investigation and determined that there was no manufacturing, material or processing related cause for this failure mode. Based on the investigation results, the OEM confirmed that 17 years and 7 months had passed since the delivery of the unit and determined that the reported event occurred because the internal board failed due to aging of the device. The device was purchased on december 29, 2002 with no repair records. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced high flow insufflation unit was not returned to the service center for evaluation to date. A review of the service history indicates the unit was purchased on december 12, 2002 with no previous repair records. The investigation is ongoing. However, if the device is returned at a later date or if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that the high flow insufflation unit's pressure valve is not working. When the unit was turned on, the unit does not maintain proper pressure. There was no patient involvement reported.